Event description:
It was reported that the pump showed slow or inconsistent charging while on a charging pad, remaining at low charge after several hours and later appearing to plateau around a mid-level state of charge; a replacement charging pad was arranged. Customer care provided support which included customer troubleshooting and remote assessment of charging behavior. Investigation of this case revealed a suspected charging accessory or connection issue given variable charge progression and resolution steps focused on the charging pad. No adverse clinical effects during the event reported. Outcomes included no impact on health or medical care. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction or user-environment charging variability.